Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (B)(4) was displaying error message user advisory (ua) 41 (patient temperature sensor failure) when powered on. The customer tried to replace the lifeband; however, the error message persisted. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.